Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose (bg) level that was "high"; however, a specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, a cartridge alarm occurred during insulin delivery. Reportedly, the customer reverted to manual injections for insulin therapy.